Manufacturer narrative:
Device evaluated by manufacturer? No. The device sample is not available for evaluation. Conclusion - root cause unknown. Catalog number and lot# unknown. Manufacturer unable to investigate complaint. No corrective actions taken.

Event description:
The event is reported as: the physician was doing an anterior repair using a capio device and the bullet came off and was left lodged in the patient. No patient injury reported.